Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60, indicating that they could not leave the device in standby mode, that the button was disabled. After several attempts to activate it, it did not stop. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted.

Manufacturer narrative:
H10: the device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.